Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date three weeks prior to when the event was report. The patient reported experiencing severe pain and constipation, the patient's physician prescribed him with non-steroidal anti-inflammatory drugs (nsaid) and hydrocortisone suppositories, but the patient did not respond to it. The computed tomography (CT) imaging showed a massive fluid collection encircling the hydrogel, it was initially thought there was a rectal wall infiltration, but the magnetic resonance imaging (MRI) showed a fluid/edema. It was noted the body walled off the hydrogel and a fluid collection developed around the hydrogel, causing a significant displacement of the hydrogel that caused the constipation and rectal pain. The patient currently condition was unknown. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date three weeks prior to when the event was report. The patient reported experiencing severe pain and constipation, the patient's physician prescribed him with non-steroidal anti-inflammatory drugs (nsaid) and hydrocortisone suppositories, but the patient did not respond to it. The computed tomography (CT) imaging showed a massive fluid collection encircling the hydrogel, it was initially thought there was a rectal wall infiltration, but the magnetic resonance imaging (MRI) showed a fluid/edema. It was noted the body walled off the hydrogel and a fluid collection developed around the hydrogel, causing a significant displacement of the hydrogel that caused the constipation and rectal pain. The patient currently condition was unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event of gel misplaced non-vascular. H6 (device codes) was corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.